Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, intermittent loss of capture and high impedance. Rv lead was turned off and was replaced with leadless implantable pulse generator (ipg).  No patient complications have been reported as a result of this event.